Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses, and that multiple presses were required to activate the wake button. The customer applied more force to the wake button to resolve the issue. Customer's blood glucose ranged from approximately 70 mg/dl to 150 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.